Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the hard drive. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system was showing errors on the screen stating "error attempting to write lower page". No patient present.

Manufacturer narrative:
The hard drive was returned for analysis. Through visual and functional testing methods, it was found that when attempting to boot the returned hard drive, system would boot to the ubuntu menu. Waiting for the count down to expire or pressing enter would only boot to a black screen with a blinking cursor. It was confirmed that the operating system was corrupt. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A software investigation analysis was initiated to determine the probable cause of the issue as well. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.